Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the customer reported complaint of "broken/loose cable". In addition, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A site history for the facility was conducted and no related complaint was found. A review of the site's instrument logs for the reported procedure date was conducted. Investigation revealed the tenaculum forceps instrument (pn 470207-10/ lot # n10191104-0039), was used during a surgical procedure on (B)(6) 2020 on system (B)(4). The instrument had 8 lives remaining. This complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps had a broken wire on the second removal. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.